Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. The reported event of replace sensor is reportable based on the finding of an early sensor expiration due to potential misuse on (B)(6) 2019.